Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation, the reported event could not be confirmed. A review of complaint history for the listed part revealed no prior complaints. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the surgeon was using the trial insert. He kept having a hard time with it and eventually he got it in. When he tried to get it out, it got stuck and snapped in half inside the patient's knee. Lot number is not available. There aren¿t any pictures available. There was a backup device available and it was smith and nephew. Outcome of the patient was as expected. It extended the surgery time by 10 minutes. The device will not be returned